Event description:
In 2007, this pt was treated for a aaa with the gore excluder aaa endoprosthesis. On approx four months later, a follow-up angiogram showed a type ii endoleak from the inferior mesenteric artery and invagination in the right common iliac. A reintervention was performed on the following month, to balloon the device. The reintervention went without incident and the pt is doing well.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Please not attached list of add'l devices implanted in pt and not related to this event; contralateral leg component (pxc141200/lot#04918971).